Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon completion of investigation.

Event description:
It was reported during ongoing use, the left ventricle lead was causing phrenic nerve stimulation. The lead was explanted and replaced. No adverse effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during ongoing use, the left ventricle lead (lv) was causing phrenic nerve stimulation. Therefore, the lead was explanted and replaced. No adverse effects were reported. Additional information: it was initially indicated by the field rep that the device had returned to the sydney office. The local affiliate followed up as to the whereabouts of the device, and confirmed that there is no record of device return in the sydney office. Should further information become available, this report will be updated.